Event description:
The customer reported that following a diagnsotic catheterization procedure in 2003, a vasoseal vhd kit size 4 was deployed. The deployment procedure was normal until the collagen plug was deployed. Resistance was met while advancing the plunger and then resistance disappeared. When the sheath was removed from the pt, it was noted that the distal tip of the sheath was missing. Hemostasis was achieved, but the deployer was unable to find the rest of the sheath. The pt was scheduled for open heart surgery the following day so the surgeon will perform a cutdown of the groin to locate and remove the remaining portion of the sheath.